Event description:
It was reported that there was an issue with ga863 - elan 4 electro 1-ring handpiece l10. According to the complaint description, the handpiece became very hot during use. Patient harm was unknown. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: the investigation has been carried-out by the aesculap technical service (ats). According to the device history, the handpiece was manufactured in february 2018 and provided for maintenance according to our instructions for use (IFU) each year. The last maintenance took place in june 2022. The next maintenance would have been overdue in may 2023. Investigation extract: during the functional test, rapid heating of the stator was detected. During the annual maintenance of these handpieces, the stator is not replaced as a precaution while it is still in good condition. In this case, the stator was still intact during the last repair. Due to the long operating time (since 2018) of the stator, we now assume a wear and tear-related failure. Hence, it must now be replaced. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably wear and tear related. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
According to our review of reporting evaluation, this event is considered no longer reportable for the following reason: patient harm was updated to "no" per reporter and failure mode risk analysis adjusted to severity 2(5).

Event description:
Update: there was no patient harm.